Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised. As reported: "patient was dislocated. Removed components and put in smaller stem and shorter neck. Nothing is available per hospital." Spoke to rep. The bipolar head dislocated out of the patient's acetabulum. Surgeon reported that the originally implanted stem was too long for the patient's anatomy. The patient's entire hemi hip construct was revised to another hemi hip construct. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.